Event description:
Rptr alleged obtaining a discrepant blood glucose result of 8 mg/dl back to back with a result of 80 mg/dl on the aviva system when testing was performed within 10 minutes. Rptr indicated that he self-treated with a meal and took 4 units of humalog after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Rptr stated that he used all of his strips and so none will be returned for evaluation.